Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they had excessive no delivery alarms on the insulin pump. Customer reported the alarms had been recurring over the last four days. The customer stated they would push insulin through manually and change out the infusion set, but the alarm persisted. Troubleshooting did not find any issue with leaks or bent cannulas. It was also found the insulin pump passed a self-test. The customer's blood glucose was 9.8 mmol/l. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.